Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV, double capsule, and "small quantity of laminar periprosthetic liquid". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture : no observed openings in the device. Double capsule: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the shell. Wear abrasion observed in the device. Encapsulation observed in the device. White particles observed in the surface of the device. No further actions are required as the device was implanted. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade IV, double capsule, and "small quantity of laminar periprosthetic liquid". The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required and f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. Device photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Double capsule : no observed on the device. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.